Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. (B)(4).

Event description:
It was reported the physician completed a myosure procedure for uterine tissue removal on (B)(6) 2018, and the fluid deficit rose to 1300 cc (normal saline). The physician then performed a laparoscopy and visualized a "fundal perforation". The physician cauterized the perforation and the bleeding ceased. The patient was transferred to the recovery room.